Event description:
The consumer stated they put the brakes on the chair and was getting out of the chair when the chair allegedly moved and the consumer fell. Consumer alleges this alleged incident resulted in a broken bone.